Event description:
It was reported that the patient was scheduled to have the inflatable penile prosthesis revised on (B)(6) 2019 due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the reason for the revision was a non-functional device that had a sudden stop in function approximately 2 years ago. The suspected cause was a leak but will not be determined until the revision surgery takes place. Further information received indicated the inflatable penile prosthesis was removed and replaced with a inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump and reservoir.

Manufacturer narrative:
Additional information.

Event description:
It was reported that the patient was scheduled to have the inflatable penile prosthesis revised on (B)(6) 2019 due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the reason for the revision was a non-functional device that had a sudden stop in function approximately 2 years ago. The suspected cause was a leak but will not be determined until the revision surgery takes place.